Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented with a cylinder bulge that required corporal reconstruction. The physician suspected that the cylinder bulge was related to a weakened corpora and resulting in the device not working. A new ipp was implanted with a longer cylinder. There were no additional patient complications reported.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented with a cylinder bulge that required corporal reconstruction. The physician suspected that the cylinder bulge was related to a weakened corpora and resulting in the device not working. A new ipp was implanted with a longer cylinder. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.